Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.